Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately six weeks post implant far field r-wave (ffrw) oversensing was noted on the right atrial (ra) lead. It was noted the single lead system is placed in the atrium. The lead remains in use. No patient complications have been reported as a result of this event.